Event description:
A caller reported experiencing occlusion alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.